Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leaking joint at the filter connection of the inline taxol tubing could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. The report stated that there was leaking joint at the filter connection of the inline taxol tubing. There is still zepzelca in the tubing. The sample is not available. The incident occurred when the patient had taxotere going and noticed a small puddle on her chair. The hole was noticed about 20 minutes into the infusion. The exact location was right above the connection area. The tubing was opened primed and then infusions started. After about 20 minutes there was small puddle on patient chair. Dried area and upon inspection found the tubing to be leaking. The event occurred during patient use and there was no patient harm.